Event description:
The patient received an alert for high pacing lead impedance. No capture and a decrease in sensing were also observed. X-rays did not show that the lead had dislodged or perforated. When the pocket was reopened to revise the lead, the lead was tested via psa and showed high impedance. The physician decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.